Event description:
The patient experienced periodic shocks when he would move, approximately every 15-20 minutes. The ins reached eol. The patient thought the battery would last 3-4 years but it only lasted less than 2 years. No pre-op impedance check was done. The ins was replaced. Additional information has been requested.

Manufacturer narrative:
Programmer model 37642 serial# (B)(4); extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted:; lead model 3389s-40 lot# v182607 implanted: (B)(6) 2009 explanted:. (B)(4).